Event description:
It was reported that a woman has been treated with allevyn gentle border against leg ulcers. The wound was "boiled" under the dressing. It was red with blisters. The dressing as changed twice a week.

Manufacturer narrative:
Correction: date of event.